Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. According to clinical support, the rainbow glare effect is a general side effect that is mentioned in the laser manuals. (B)(4).

Event description:
An optometrist reported rainbow glare in a patient's right eye. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.